Event description:
It was reported that the during testing there was a primary audible alarm. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. Upon inspection of the device, the top case lower left corner was cracked, both plunger cases and battery door were cracked. The technician performed a occlusion test and was unable to duplicate reported problem. The reported issue could not be determined. The technician replaced speaker for preventive measures. The technician performed occlusion test and all functional tests, which the device passed.